Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Revision of star total ankle to a ttc fusion. A primary operative report, progress note, and prevision x-rays were provided. Progress notes report the following: "she states that she has this persistent swelling. She really doesn't have much in the way of pain. She does, indeed, have significant polyethylene wear. I suspect her tibial component is loose. In comparing her position of her tibial component, it is really collapsed down. There's no way it can be stable."

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the insert shows very high deformations as well as a significant material erosion on either the posterior side or the anterior side of the implant (can not be determined based on the pictures alone), which indicates that high mechanical loading has been applied to the implant on an extended period of time. No exceptional remarks can be made on the talar and tibial components. Normal traces of use can be noticed on their respective surfaces. Since x-rays were returned, the medical opinion of a medical expert was requested. The statement is as follows: "[...] It looks as if the swelling comes from the loosening of the component(s). There are several radiologic signs of alteration of the prosthesis within the talus, but also the tibia. The fusion of the calcaneotibial joint, probably also led to a higher force of the prosthesis and may have contributed to the wear and the loosening. [...]" As a summary, the fusion of the calcaneotibial joint could have led to higher stresses on the implant, leading to its loosening and therefore the swelling reported. The root cause can be attributed to patient conditions. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Revision of star total ankle to a ttc fusion. A primary operative report, progress note, and prevision x-rays were provided. Progress notes report the following: "she states that she has this persistent swelling...she really doesn't have much in the way of pain...she does, indeed, have significant polyethylene wear...I suspect her tibial component is loose. In comparing her position of her tibial component, it is really collapsed down. There's no way it can be stable."